Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the device had fallen off. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: e1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: returned product consisted of an opticross hd. The hub rotator, retainer ring and shorting plug were outside the hub. The returned device presented no damage that could be related to the reported event. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "no problem detected" following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. Also, the batch record review concluded that no manufacturing deviations were identified during the manufacturing process that could have contributed to the complaint.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the device had fallen off. The procedure was completed with another of the same device. The patient condition following the procedure was stable. It was further reported that 60% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. Additionally, the component of the tip got loosen, it was not completely detached and was pulled out directly.